Manufacturer narrative:
Initial MDR 2517506-2021-00093 was filed 31-mar-2021. Additional information (05-apr-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed sodium (nai) results on a dimension exl 200 system. Hsc reviewed the information provided by the customer and the instrument data files. Of the service actions performed, the customer replaced the imt x tubing and performed an imt port backflush. However, a definitive cause of the event could not be determined. Post maintenance system verification indicates acceptable performance. No other issues have been reported by the customer since they performed the routine maintenance actions. A potential product issue was not identified. The instrument is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant, falsely depressed sodium (na) results on a patient's samples obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient's samples on a dimension exl 200 system. The discordant results were reported to the physician(s). The same samples were reprocessed on the same instrument on the same date. The repeat results were higher than the discordant results. Corrected results were reported. The patient was treated for hyponatremia. There are no known reports of patient intervention or adverse health consequences due to the discordant results or the treatment.